Manufacturer narrative:
The customer returned the suspected contour next gen meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips, using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada reported that she obtained blood glucose readings of 19.5 mmol/l at 3:40 p.m. And 5.3 mmol/l at 3:43 p.m. With the contour next gen meter. There was no allegation of an adverse event. The customer received a replacement meter kit from the local pharmacy. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.